Event description:
It was reported that during testing conducted at the user facility that the device would run on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.